Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl, left, reason(s) for revision : pain. Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 12th sept 2014. Update: updated revision date to 21 aug 2014, updated hospital details and product expiry dates, added stem details. Taken from (B)(6) email 12 march 2015 (pd 13 march 2015).

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision.asr xl.left.reason(s) for revision : pain.update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2014